Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping while the compressor was still running. An alarm tone sounded, but no message was displayed. All the led's started flashing. The pt was switched to another unit and therapy was continued. No pt injury was reported.